Event description:
Device does not function.

Manufacturer narrative:
Hospital did not return device for evaluation. Device kept by hospital's risk evaluation team. Patient did not have a long term injury.